Event description:
Clinical adverse event received for dislocation. Event is serious and is considered moderate. Event is possibly related to device and is possibly related to procedure. Date of implantation: (B)(6) 2016, date of event: (B)(6) 2022, (right hip). Treatment: closed reduction/manipulation.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2022, the patient had a revision right total hip arthroplasty, to address nonreducible posterior dislocation. Depuy components were implanted during this procedure. The indications for surgery included, subluxation episodes and a dislocation. The cup and stem were noted to be ¿perfectly positioned¿ and were retained. The surgeon reported that the patient has deficiency of the posterior soft tissues. During the procedure, the surgeon observed acetabular cup had wear posteriorly, due to being dislocated. While implanting the new liner, the surgeon used a rongeur and ¿just trimmed down the 10-degree portion of the lip just a little bit, to give a little more clearance in extension¿.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Available xray evidence was reviewed. Based in attached xray images it cannot be determinate that cup presented wear. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H10 additional narrative: added: b1 (is product problem) and b5 corrected: h6 (device code)